Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to the reported problem during the manufacture of this lot. The minicap was returned to baxter healthcare for evaluation. During visual inspection a detached sponge was verified. Upon conclusion of the evaluation, the cause of the problem remains undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation it was found that the sponge from a minicap was completely separated from the cap. There was no patient involvement. No additional information is available.